Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was identified. The cause of crack in the cuff connecting tube was not detailed by the hospital. All the components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual inspection revealed that the cuff presented a hole in the corner of a fold. The leak test revealed that the cuff had a fluid leak due to a tear fromthe wear present at the corner of a fold. The balloon was visually inspected, leak and functionally tested. The balloon passed the visual inspection, the leak test, and the functional test. The pump was visually inspected, leak tested, and functionally tested. The pump passed the visual inspection and leak testing and no visual damage or abnormalities were found. The pump did not pass the low flow test with an output reading below pressure, which is out of specification. The pump did not pass the resistor flow rate test with an output volume reading above the specification. Based on the information available and analysis results, the reason for mechanical issue and hole/perforate was most likely determined to be the cuff had fluid loss due to a tear from wear at a corner of a fold from the functional test; therefore,the reported allegations were confirmed. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was identified. The cause of crack in the cuff connecting tube was not detailed by the hospital. All the components were removed and replaced. There were no patient complications reported.